Event description:
It was reported that this patient is already implanted with vns but it has not worked for 8-9 years. No other relevant information has been received to date.

Event description:
It was reported that this patient received a prophylactic generator replacement. The physician stated that the battery life was coming to an end when the device was interrogated on 7/24/2018 and this is what was meant when stating that the device was not working for 8-9 years. The explanted generator was discarded after surgery. No other relevant information has been received to date.

Event description:
The clinic notes indicated that the patient's generator battery is almost coming to an end, and therefore wanted to get it changed. It was stated that the patient is able to feel the stimulation and the doctor stated that the vns has significantly improved the patient's seizures. No other relevant information has been received to date.